Event description:
It was reported that the user dropped the ilet, resulting in a cracked and unusable screen that prevented device interaction. Symptoms included no injury. Outcomes included the user¿s inability to operate the device and reliance on cgm via a compatible app or receiver until a replacement arrived. Investigation included a review of user report and confirmation that the device will be returned for assessment. Investigation of this case revealed external physical damage to the display component consistent with accidental impact, leading to loss of screen functionality and inability to navigate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental dropping.